Event description:
It was reported that the left ventricular lead was "too small for the vessel" and fell out of the coronary sinus during initial implant. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).